Manufacturer narrative:
Correction: UDI, date of manufacture.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the thoracic probe tip was deformed. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacture for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the tip of the thoracic probe was deformed. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.